Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor seal detached from chassis. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) sensor seal detached from chassis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. Visual/functional testing was performed, and the complaint was confirmed. The dso seal was damaged and pealing on the edges. The dso seal was replaced and the device passed all testing post repair.